Event description:
According to the reporter, during a laparoscopic gastric bypass, the device was difficult to toggle, load and unload. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.